Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was fully operational and functional. A field service engineer performed a physical and visual inspection and confirmed that both drawers slid freely with unaired rails, and customer interaction verified responsive latches, pockets, and hardware with no error messages or issues. Jaw boards showed no errors or failures. Medbank testing confirmed both drawers were responsive in software. Nursing staff were unable to reproduce the reported error. As all hardware and software were functioning properly. The system functioned as intended after the field service engineer investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not opening. The user was unable to pull oxycodone 10mg from drawer 2. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.